Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The aberrometer was realigned to the microscope. The dovetail on the aberrometer mounts to a corresponding dovetail bracket on the customer¿s microscope with a locking mechanism to secure the aberrometer. It is designed to give the customer flexibility by allowing them to remove and replace the aberrometer onto the microscope at their discretion. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the mounting bracket for the aberrometer was loose. Additional information received states that they where able to tighten the mounting bracket which caused a slight delay in surgery starting. No patient involvement.